Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Root cause: unable to determine. Source: contact by phone.

Event description:
Qv sars otc: blood on collection swab, no medical attention or first aid needed--technical support specialist provided guidance. While discussing procedural details, consumer informed technical support that a small quantity of blood was on the collection swab. No medical attention nor first aid was needed. Technical support specialist asked the customer if they are ok and they confirmed yes.